Manufacturer narrative:
H6: investigation summary : a device history review was conducted for lot number 1230655. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the catheter was broken while using bd intima-ii¿ closed IV catheter system. The patient experienced bleeding, however, there was no serious injury. The following information was provided by the initial reporter, translated from chinese to english: "when the indwelling needle was sealed, it was found that the transparent catheter tube of the indwelling needle was broken and the patient had venous bleeding. The indwelling needle was immediately removed and stopped bleeding with cotton swabs."

Event description:
It was reported that the catheter was broken while using bd intima-ii¿ closed IV catheter system. The patient experienced bleeding, however, there was no serious injury. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the indwelling needle was sealed, it was found that the transparent catheter tube of the indwelling needle was broken and the patient had venous bleeding. The indwelling needle was immediately removed and stopped bleeding with cotton swabs."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.